Event description:
On (B)(6) 2015, a single level posterior rod fixation was performed at l4-l5. During review of the x-ray on (B)(6) 2015, it was discovered that the tip of the inserter had broken, remained in-situ and had not been detected. Revision surgery was performed on (B)(6) 2015 to remove the fragmented tip. Pt is doing fine post revision surgery.

Manufacturer narrative:
(B)(4). Photographs confirmed the instrument was broken. The instrument was also returned and a visual inspection confirmed that the tip of inserter is broken. Inspection of the instrument notes the findings are not consistent with cyclical fatigue. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Review of records indicates no adverse trend exist for the fault type. No other type of failure mode is associated with this lot. Review of labeling notes: warnings, cautions and precautions - "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture." The root cause of this reportable event has not been determined. No conclusion can be drawn.